Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, after the closure with the reported handle at the time the surgeon was taking it out of the port, the jaws was attempted to close the jaws with center control's lower button, but the jaws remained open and did not move. The device could not be take out of the port, a spare power handle and power shell were used while the adapter was still being inserted to the port. The device then powered on normally and was used without issue. The surgical time was extended for less than 30 minutes. There was no patient injury.